Manufacturer narrative:
E1 - event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by direct call from the customer to the emergency support program, that during use of linear 34cc balloon catheter there was a problem with arterial waveform quality, they were unable to aspirate and inner lumen was considered to be clotted. They planned to insert a radial arterial line for use. No harm to the patient was reported.